Event description:
While preparing for surgery, it was observed that the inner package did not have a sterile wrapper. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The evaluation results suggest that the occurrence of this event is highly unlikely. No similar events have been reported.